Manufacturer narrative:
Device was returned for evaluation. The returned hx-202ur quick clip (lot 96k 26) was evaluated due to "device failed" issue. The reported complaint is confirmed. Visual inspection was performed on the received condition. The device was determined that it has been deployed. Further evaluation determined that the clip was broken, spring was visible and the clip pipe was missing. The missing clip pipe was not included with the returned device. The insertion portion was checked and did not find any external damages. The slider was manipulated and the movement is consistent and smooth. The yellow tube joint was observed and found no damages. In summary, based on the evaluation, the reported issue was confirmed however, the exact root cause of the broken clip was not able to determine.

Event description:
It was reported that during an unspecified procedure, customer had an issue with the clip. The clip fell into the patient. The procedure was prolonged due to the issue, however, there was no patient harm or injury reported due to the event.